Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting procedure, deployment issue occurred. The target lesion was located in the right iliac artery. The physician placed a 10x98/120mm epic stent then continued to stent the other side of the artery with another 10x98/120mm epic stent. During deployment the physician noted that the stent was not 98mm in length. The device was removed and it was unspecified how the procedure was completed. No patient complications were reported and the patient¿s status is stable. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed two epic stent delivery systems (sds) and an epic inner packaging pouch were received for analysis. The analysis of the 1st epic sds revealed there was blood in the outer lumen. The pull grip was completely pulled back. The stent was not returned, which is consistent with the reported information. The inner shaft was kinked 6.2cm from the tip. There was no other damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage and reported event the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, deployment issue occurred. The target lesion was located in the right iliac artery. The physician placed a 10x98/120mm epic stent then continued to stent the other side of the artery with another 10x98/120mm epic stent. During deployment the physician noted that the stent was not 98mm in length. The device was removed and it was unspecified how the procedure was completed. No patient complications were reported and the patient¿s status is stable. This device is only ous approved but is similar to marketed u.s. Device.